Event description:
It was reported that this right ventricular (rv) lead had gradually increasing shock impedances before becoming high out of range at 126 ohms. Technical services (ts) was contacted and provided troubleshooting recommendations to determine lead integrity. This rv lead remains in-service at this time. No adverse patient effects were reported.